Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instruments malfunctioned. The clip is not loading correctly into the jaws. The case was extended a few minutes.